Event description:
Customer reported that the catheter sheered off in patient and had to be surgically removed.

Manufacturer narrative:
Sample evaluation is pending, therefore, a follow-up report will be filed once the investigation has been completed.